Manufacturer narrative:
(B)(4). Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump had motor error alarms happens very frequently. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump did not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.